Event description:
Customer reported a motor error alarm during the rewind and prime sequence. The blood glucose reading was 139 mg/dl. He did not recall if the insulin pump was exposed to a strong magnetic field or MRI. He stated that he was unable to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No other error alarms were noted on the history screen. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.